Event description:
Customer reported issues with device torque, tolerance being outside of specification and instrument has only been used once. This is report 1 of 1 for #(B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the coupling tool side was defective, heavy moving, jammed and seized. The device was exchanged and sent to customer on (B)(4) 2013. The complaint is indeterminate. Placeholder.